Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon was not duplicated during device evaluation. Therefore, the root cause of the phenomenon could not be identified. It is likely that b30 scope communication error is caused by some kind of abnormality in communication with the scope due to the adhesion of foreign matter or moisture to the electrical contact. The cause of the foreign matter or moisture could not be identified. Per the service manual, the b30 error indicates a scope communication error, and is a message that appears when hardware deployment of scope ID data fails (registry error occurs), was confirmed to occur mainly due to the adhesion of foreign matter and moisture to the electrical contact. Service manual excerpts for b30 scope communication error "· display message scope communication error (b30) please contact olympus. ·phenomenon this message appears when hard deployment of scope ID data fails (registry error occurs). ·how to deal with customers discontinue use and contact olympus. ·method of response by olympus engineers refer to the troubleshooting in the scope's service manual and respond." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was able to clean and dry the scope socket, then was able to re-connect it to the subject device, but the error b30 eventually occurred intermittently. The user was advised to send in the clv-s190 light source, for repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during an unknown procedure, the visera elite video system center exhibited communication error b30, with two different scopes. There was no harm or user injury reported due to the event.